Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the distal part of the clip was closed and it was not fed into the jaws properly at the 13th firing when the device was used on the right gastric artery. The fired clip was formed in a tear drop shape. After that, when the trigger was grasped before approaching the target tissue, the jaws could not be opened. Another competitive device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was not fired after the incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.